Manufacturer narrative:
The reported event of premature battery depletion was confirmed, and the reported interrogation anomaly was not confirmed. The device image was analyzed indicating elevated current drain from the hybrid. Analysis could not reproduce the high current condition, nor were any anomalies found.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The reported interrogation anomaly was not confirmed. Device was received with battery at eri level. Device image was retrieved and analyzed, indicating elevated current within a period of the implant duration. This condition results from an increased duty cycle of the internal circuitry caused by the firmware. Actions have been taken to prevent reoccurrence. Additional testing was performed indicating normal device functionality and high current condition could not be reproduced.

Event description:
New information notes that the device was explanted and replaced. The patient was stable pre and post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic with a pacemaker alleged of premature battery depletion. The device history showed a current spike with a corresponding voltage drop for a few months. This may or may not be related "excessive radio frequency (rf) telemetry" error message that was seen in clinic. The device was being monitored until further notice. The patient was asymptomatic.